Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones. Attempts at interrogation were unsuccessful and ICD display a fault warning. Guidant received additional information that prior to the beeping the patient was struck in the chest on the implant site.